Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2019-00766; 342-10-705, s800 - revision surgery, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to original surgery performed . Patient was having difficulty gaining flexion and manipulations had been performed. Surgeon decided to take patient back to or, and remove the poly component while performing scar removal and releases to facilitate flexion. Preoperatively patient only had approximately 60° flexion and upon completion of surgery, patient had approximately 110°. A new poly insert of same size was re-implanted.